Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injection. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set had insulin flow blocked with inconclusive troubleshooting which led to high blood glucose of 320 mg/dl and treated with manual injection. The event occurred on 25-mar-2026.